Event description:
Gemini 2231 tpn filtered administration set: the 14" length of tubing that runs from the filter to the pt's vascular access device fell away from the administration set and was dangling from the pt. Within 7 mins, pt's blood sugar dropped to 32. The administration set that came apart had the tubing around the outside of the filter connector. Where as the set that worked fine had tubing securely fitted inside the filter connector.